Event description:
It was reported stimulation increased and decreased by itself. An impedance check was performed and revealed no anomalies. Reprogramming resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.